Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when programming a bolus request, the customer wanted to deliver a bolus dosing of 16 units, instead of the recommended 18 units that was calculated by the pump. Reportedly, the customer did not recall exiting out of the original 18 unit bolus request and observed 32 units of insulin on board (iob- active insulin in the body) with 4 hours remaining. Review of the pump bolus history with tandem technical support showed that the customer delivered a 18 unit bolus and a 16 unit bolus. There was no reported impact to blood glucose level. The customer declined follow-up from tandem technical support and reported blood glucose continued to be monitored to prevent an adverse event.